Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that during a bronchoscopy using the subject device, a black rubber-like foreign object was found on the endoscope screen, so it was removed. The procedure was continued and completed without reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The complete subject device was not returned to olympus for evaluation. Only a piece of rubber that had fallen off was returned, and it is believed to be part of the rubber valve from inside the biopsy valve. Therefore, another lot of the same device was used for reproducibility confirmation. Based on the results of the investigation, it was confirmed that if the endo-therapy accessory, the guide sheath and the syringe were inserted and removed while tilted relative to the device, the rubber valve would be damaged and fall off. It is likely that the repeated insertion and removal of the endo-therapy accessory pushed the pieces of the rubber valve into the endoscope's suction channel, causing the piece to fall off and into the patient's body. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿9.4 feeding and aspirating solution with a syringe: insert a syringe firmly and hold it perpendicular to the valve. Feed or aspirate solution from the syringe as necessary.¿ ¿9.5 inserting and withdrawing the endo-therapy accessories: 1. Insert the endo-therapy accessory into the valve as straight as possible. 2. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.¿ also, the maj-210 medical device package insert states the following: inserting and removing the syringe or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method. This may cause the forceps plug to break and pieces to fall into the patient¿s body. This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the black foreign object fell into the patient's body and was retrieved using forceps. The issue caused a minimal (1-2 minutes) procedural delay.